Event description:
Patient on table in or for examination and incision & drainage (I&d) of perineal abscess requiring lithotomy position.the bottom part of or bed was folded down using the "bed controller" at the head of the bed. During the procedure the bottom part of the bed fell off striking the surgeon's foot. The bed was evaluated by our biomedical engineer at the time. He found that the tightening knobs were missing for the bed head/foot attachment. The knobs were ordered and replaced on the bed. Biomed also checked all other or beds and replaced the missing knobs on other beds as well. Education for staff regarding the need to always tighten friction knobs when bed in use was reinforced. The manufacturer was not notiifed. The surgeon did not require any treatment. The table was from 1995.